Event description:
Initial medwatch indicated that there would be add'l pt event details coming from customer contact. The customer contact states "after internal investigation, it was determined that error was noted immediately after the infusion was started. Literally seconds, and the pump was replaced. There was no pt event". Though requested specific details, there was no add'l info available.

Event description:
Overdelivery reported: the pump was removed from clinical service with a note attached stating "secondary set for 25ml/hr infused 100ml in two hours". Customer contact unable to provide any further detail at this time, but states "there was an incident report generated and we will fax it to you". Incident report not rec'd to date. Anticipate receiving more info detail related to the pt event and outcome.